Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service representative found the head of the inlet water pump was damaged/cavitated and it did not circulate the water correctly. He replaced the head of the inlet water pump, which seemed to resolve the issue. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable hcgbeta results for 3 patient samples, questionable prolactin results for 3 patient samples, questionable insulin results for 3 patient samples, questionable testosterone results for 4 patient samples, and questionable dheas results for 2 patient samples on a cobas e 601 module. Hcgbeta results: patient 1 (ID: (B)(6): the initial result was 55.43 miu/ml and the repeated result was 144.8 miu/ml. Patient 2 (ID: (B)(6): the initial result was 2560 miu/ml and the repeated result was 9473 miu/ml. Patient 3 (ID: (B)(6): the initial result was 1168 miu/ml and the repeated result was 5264 miu/ml. Prl (prolactin) results: patient 4 (ID: (B)(6): the initial result was 2.43 ng/ml and the repeated result was 20.72 ng/ml. Patient 5 (ID: (B)(6): the initial result was 3.86 ng/ml and the repeated result was 14.15 ng/ml. Patient 6 (ID: (B)(6): the initial result was 44.69 ng/ml and the repeated result was 73.76 ng/ml. Insulin results: patient 7 (ID: (B)(6): the initial result was 1.92 uu/ml and the repeated result was 11.03 uu/ml. Patient 8 (ID: (B)(6): the initial result was 1.97 uu/ml and the repeated result was 7.82 uu/ml. Patient 9 (ID: (B)(6): the initial result was 0.833 uu/ml and the repeated result was 2.13 uu/ml. Testosterone results: patient 10 (ID: (B)(6): the initial result was 67.94 ng/dl the repeated result was 38.36 ng/dl. Patient 11 (ID: (B)(6): the initial result was 61.72 ng/dl and the repeated result was 24.75 ng/dl. Patient 12 (ID: (b)6): the initial result was 53.29 ng/dl and the repeated result was 26.23 ng/dl. Patient 13 (ID: (B)(6): the initial result was 65.12 ng/dl and the repeated result was 25.40 ng/dl. Dheas results: patient 14 (ID: (B)(6): the initial result was 623.0 ug/dl and the repeated result was 100.7 ug/dl. Patient 15 (ID: (B)(6): the initial result was 442.8 ug/dl and the repeated result was 111.0 ug/dl. The questionable results were not reported outside of the laboratory. The samples were repeated due to failed qc.